Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the position of the usb cable needed to be adjusted to charge the pump. Customer's blood glucose value was 112 mg/dl. Replacement cable was sent to customer.